Event description:
It was reported that this pacemaker system exhibited high capture thresholds, oversensing, and loss of capture on the left bundle branch lead. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.